Event description:
Baxter (B)(4) received a report that a dialyzer leaked during the prefilling stage from the 1st to the 2nd reuse of the product. No patient injury or medical intervention was reported. No further information is available.

Manufacturer narrative:
(B)(4). Changed to reflect the date that baxter was notified of the peritonitis.

Event description:
On (B)(6) 2010, baxter product surveillance contacted the homechoice patient (hp) for follow-up on a report of air in line on (B)(6) 2010. The hp stated she had to go to the hospital to have some excess fluid and air drained and was diagnosed with peritonitis. Hp was admitted to the hospital from (B)(6) 2010 to (B)(6) 2010. The hp was treated with antibiotics (details of treatment unknown). On (B)(4) 2010, product surveillance spoke with a nurse from dialysis clinic. The nurse confirmed the report of peritonitis and that the culture contained mrse. The hp did recover from the peritonitis event however, the peritoneal dialysis catheter was removed at an unknown date after the peritonitis event and patient was place on hemodialysis permanently. This is number three of five related complaints opened for this report of peritonitis.

Manufacturer narrative:
(B)(4). Sample not available. Should additional information become available, a follow up medwatch will be submitted.